Event description:
During a thoracoscopic partial resection procedure, the jaws were difficult to open after firing. The surgeon resected the device off with another device. The hospital has reported that the pt's status is satisfactory.

Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation and codes entered in h3 and h6.